Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the device was damaged during normal use and/or reprocessing. The causes of these failures were not determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿warning, do not hit or drop endoscope tip, flexible part, bending part, operation part, universal cord, the scope connector. Also, do not bend, pull, or twist with strong force. Device may break, injure body cavities, burn, bleed, perforate, parts to fall off by doing so.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that a missing sound ray was noted with the evis lucera ultrasound gastrovideoscope. During a standard service inspection of the customer returned device, chipped ultrasound probe face was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, abnormality in the ultrasound image, missing ultrasound transducer face, adhesion detachment around the ultrasonic probe, curved rubber adhesive crack, adhesive objective lens crack, insertion tube crushed, and peeling of the paint recognized on the air/water supply cylinder were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.